Manufacturer narrative:
This MDR is due to a retrospective review of a health hazard evaluation (hhe) and the remote potential for serious injury to service personnel. The 806.20 recall for this issue has been completed and field change notice fcn-0001 track roller lubrication instructions initial service, fcn-0002 gantry track-roller health and bogey alignment inspection and fcn-0003 gantry track-roller health and bogey alignment inspection. The inspection of the gantry track roller health is now included with preventative maintenance. Viewray has not received any reports of serious injury to the affected groups including patients, users and service personnel.

Event description:
Viewray's distributor reported an occurrence where the gantry came off the vault plate and produced an error message. The system displayed error message rt08011 with a dialog message stating "gantry motor operating current limits have been exceeded. Call service." This error code is a hardware error. The error code is caused by hardware issue. The system shows the error message and aborts treatment if in session. The user should call viewray service.